Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a f/u report will be sent to the FDA.

Event description:
The customer reported that two plastic end caps - fit into the bucky th table aluminum profiles - are missing. A child walked into the end of table and grazed his cheek.